Event description:
It was reported that the patients ipg was not charging properly. It was also stated that the ipg would not couple properly with the charging apparatus. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.